Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the 8mm large suturecut needle driver instrument involved with this complaint and completed the device evaluation. Failure analysis (fa) replicated/confirmed the customer reported complaint. The 8mm large suturecut needle driver instrument was found to have a broken grip at the grip base. A piece approximately 0.073" x 0.290" was found to be broken off the yaw pulley. The broken piece was not returned. The root cause of broken instrument grip tips is typically attributed to mishandling/misuse, such as excess force applied to the instrument jaws. A review of the instrument log for the 8mm large suturecut needle driver (471296-07/ n10210412-0122) associated with this event has been performed. Per logs, the 8mm large suturecut needle driver was last used on (B)(6) 2021 on system (B)(4). The instrument had 9 uses remaining after the last procedural use. A review of the site's complaint history found that there were no other complaints for this product. No image or video of the last procedure was provided for review. Based on the information provided at this time, this complaint is being reported based on the following conclusion: the tip of the 8mm large suturecut needle driver instrument reportedly broke, fell inside the patient, and was retained by the patient. An x-ray and ultra sound were performed to locate the fragment and then the surgeon attempted to retrieve the fragment laparoscopically following completion of the robotic procedure, while the patient was still intubated. However, the fragment was reportedly not retrieved and was retained by the patient follow-up was attempted, but the patient information was either unknown, unavailable, not provided, or not applicable. The expiration date not applicable. The product is not implantable.

Event description:
It was reported that during a da vinci-assisted incisional hernia surgical procedure, the 8mm large suturecut needle driver instrument's tip broke off and fell inside the patient. The procedure was reportedly completed and the fragment was retained inside the patient. Intuitive surgical, inc. (Isi) followed up with the initial reporter, who was present during the procedure, and obtained the following additional information on 22-july-2021. The large 8mm large suturecut needle driver instrument was used for about 30-45 minutes prior to the issue and the tip broke off while trying to suture the circumference of a piece of mesh. The surgeon did not notice any issues with the functionality of the instrument during the surgical procedure and the instrument did not collide with any other instruments or other hard material. There was no resistance upon removal of the instrument through the cannula and there was no damage to the cannula noted after the event occurred. Reportedly, the patient remained intubated following the robotic procedure and an x-ray and ultrasound were performed to locate the fragment. The surgeon then attempted to retrieve the fragment laparoscopically. However, the fragment was not retrieved and was retained by the patient. The patient had not returned to the hospital due to experiencing any post-surgical complications related to retaining a foreign object.

Manufacturer narrative:
Based on a re-evaluation of the complaint information, this complaint has been reclassified as an adverse event and product problem rather than just a adverse event, as previously reported. Corrected information can be found the following field: b1 b1 updated from "adverse event" to "adverse event and product problem".

Event description:
Refer to h10/h11 for follow-up information.